Event description:
The rotator broke during a left ventriculogram. Injector limit was 900 psi. No report of harm or injury.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not review exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval, method: device history record was reviewed, complaint data base was reviewed.